Manufacturer narrative:
Reliability analysis inspected 2 opened/used enlite sensors and performed bicarbonate test per (B)(4). 1 of 2 sensors failed for low readings 1 remaining sensor passed per specification with accurate readings.

Event description:
Customer reported change sensor alerts and that one sensor did not insert properly. The blood glucose reading was 106 mg/dl. Customer reported than none of the sensors in the box had lasted more than five days. She also reported that she received a calibration error after the initialization and that the change sensor alert was the result of the second consecutive calibration error alert. She stated that there was no delayed or incorrect entry of a blood glucose reading. Nothing further was reported.